Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of dyspnea, mitral valve injury (tissue damage), and worsening mitral regurgitation (mr), as listed in the instructions for use are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. Based on the information reviewed, the reported patient effects of tissue damage and worsening mr appear to be related to patient morphology/pathology (disease progression); the reported dyspnea and fatigue are likely symptoms/cascading effects of the increased mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that approximately 15 months post device implantation, tissue damage was noted and mr increased to 4+. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, in a1/p1, reducing mr to 2. On (B)(6) 2017, the patient was experiencing dyspnea and fatigue. Echocardiogram was performed revealing there was a flail, broken chordae and prolapse of the a2/p2 leaflet and mr had increased to 4+. The implanted clip was confirmed to be secure on the leaflets and well implanted. A second mitraclip procedure will be performed to implant a clip in the a2-p2 leaflet (date not specified). The patient is stable. No additional information was provided.